Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the remaining amount of the liquid medication and the total dispensed amount did not match. A large amount of liquid medication was remaining" was not confirmed. The root cause of the event was unable to be identified because no reported issue was observed in the device. The device was returned to the customer with no repair provided because no reported issue was observed in it. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the remaining amount of the liquid medication and the total dispensed amount did not match. A large amount of the liquid medication was still remaining. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.